Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) noted to have resistance, loss of pressure and that it burst during deployment of the device. Therefore, to complete the procedure, the device was removed from the patient and a new unknown device was deployed with no other issues to the patient. There was no reported patient injury. According to the radiologist, during the pretest of mynxgrip vcd to make sure that the balloon was intact, he used 1ml contrast and 2ml heparinized saline. They also used x-ray control to verify that the device was deployed in the correct place. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was noted to have resistance, loss of pressure and burst during deployment of the device. There was no reported patient injury. According to the radiologist, during the pretest of the mynxgrip vcd to make sure that the balloon was intact, he used 1ml contrast and 2ml heparinized saline. They also used x-ray control to verify that the device was deployed in the correct place. The device was removed from the patient and a new unknown device was deployed with no other issues to the patient. No additional information is available for review. The product was not returned for analysis. A product history record (phr) review of lot f1924702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.